Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported that there is a purulent infection at the stoma site. On (B)(6) 2025 it was reported the patient was hospitalized for two days due to the infection on the stoma. A fungal infection was found on the stoma and treated with an antifungal ointment. On (B)(6) 2025 it was reported the antifungal ointment made the infection on the stoma worse and the patient was treated with unknown oral antibiotics and local disinfection. The infection has subsided.